Event description:
Pt reported that a piece of the nebulizer that attaches to the valve cap has broken off of the nebulizer and needs to be replaced or an entire new unit needs to be sent. No missed doses or adverse events reported. No other information provided. Indication: chronic obstructive pulmonary disease, unspecified.